Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mmx20mmx143cm coyote nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city : miyazaki city miyazaki prefecture 8802102.